Event description:
The customer called for help with her breeze2 meter. While troubleshooting, she performed control tests and received results of "lo" and 166 mg/dl. The normal control range was 92-123 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.